Manufacturer narrative:
Device not available for return.

Event description:
On (B)(6) 2017, the manufacturer became aware of a serious adverse event involving a perceval pvs27 via the sure-avr patient registry. On (B)(6) 2016, the valve was successfully implanted by median sternotomy during a concomitant CABG procedure. The patient was discharged on (B)(6) 2016 without complications. I° av block was reported. The patient received anticoagulation treatment with asa. On (B)(6) 2016, a major adverse event resulting in patient death occurred. No details about the event were provided, and it is unknown whether the event was related to the device. The site is presently awaiting further information regarding the details of the event.

Manufacturer narrative:
The complete manufacturing and material records for the perceval heart valve, model #icv1211 , s/n # (B)(4) were pulled and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1211) perceval heart valve at the time of manufacture and release. The event was reported to livanova via the sure-avr patient registry. The manufacturer was unable to obtain any further information about this event. Based on the results of the document review performed, no manufacturing deficits were identified. As the manufacturer was unable to obtain additional information about this event, the root cause of the event remains unknown. However, based on the information available, there is no indication that the event was valve-related. Changed fields: UDI added. Device availability changed to not available. Device not returned. Device not received.